Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to reoccurring incontinence. The device was removed and replaced. There were no additional patient complications reported.